Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needs brain MRI and is admitted to hospital. The physician read notes that included, "infected hardware" and "status of revision". Caller stated it wasn't listed what exactly was infected but patient has history of infection. Caller also stated headache was reported.